Event description:
It was reported that high impedance and threshold were observed. Lead dislodgement was noted. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.